Event description:
The following was reported by the attorney for the patient: on (B)(6) 2007 - a bard composix kugel was used to repair patient's hernia defect. In (B)(6) 2010 - the patient's bard composix kugel mesh had failed and perforated patient's bowel and intestines. On (B)(6) 2010 - the patient underwent surgery at hospital. The attorney alleges the patient continued to experience abdominal pain and discomfort after the hernia patch failure. The patient has suffered and will continue to suffer physical pain and harm. The patient was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report alleges the patient suffered from a bowel perforation related to the implant of composix kugel. Based on the information provided it is unknown whether the device caused or contributed to the alleged event. A manufacturing review was performed and did not reveal a manufacturing related issue. Additionally, it is unknown whether the composix kugel mesh was explanted. No medical records have been provided and no sample was returned for evaluation. With the currently available information, no conclusion can be drawn at this time.